Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify no reservoir alarm or perform displacement test due to motor error alarm. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer wore her insulin pump during an MRI. Customer's blood glucose level at the time 114mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.